Manufacturer narrative:
Product ID 3387s-40 lot# v384611, implanted: 2010 (B)(6); product type lead product ID 3387s-40 lot# v384611, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7426, serial# (B)(4), implanted: 2008 (B)(6); product type implantable neurostimulator product ID 3387s-40 lot# v135050, implanted: 2008 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 7482a51, serial# unknown, implanted: 2013 (B)(6); product type extension product ID 3387s-40 lot# v384611, implanted: 2010 (B)(6); product type lead product ID 3387s-40 lot# v384611, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
All the impedances were out of range due to reference electrode 3 so the extension was replaced today. It was noted that electrode 3 was used in the patient¿s programming. During surgery, the lead was tested in the twist lock. All the impedances read normal except all combinations with 3. Combinations with 3 were in the 3000¿s ohm range. The surgeon stated that electrode 3 looked a little bent at the extension end. Although 3,000¿s was ¿in range¿, it was still high. The surgeon went ahead with replacing the right extension. It was recommended to the patient to see a neurologist to try and program around electrode 3. On (B)(6) 2013, the company representative clarified that the right lead was the one that was tested. When the new extension was attached and impedances were checked, impedances remained high with electrode 3. The surgeon was going to see if the neurologist could program around it.